Event description:
As reported by the user facility: customer reported infusion of magnesium sulfate total volume 254 ml over 2 hours. Column of air to 12 inches below pump, no air in line alarm. Pump had no alarm before nurse stopped infusion. No patient injury. MFR report #: 9610825-2014-00263.